Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the direct current (dc) charging pins are snapped and missing. The user discovered this during routine inspection, therefore there was no patient involvement at the time of the event. No health consequences or impact occurred.